Event description:
Customer reported that the adc freestyle libre 2 sensor detached from the adhesive and fell off. Customer experienced unspecified symptoms of hyperglycemia and had contact with healthcare provider who performed a blood glucose measurement. Customer was diagnosed with hyperglycemia and was treated with 20 units of insulin injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre 2 sensor detached from the adhesive and fell off. Customer experienced unspecified symptoms of hyperglycemia and had contact with healthcare provider who performed a blood glucose measurement. Customer was diagnosed with hyperglycemia and was treated with 20 units of insulin injection. There was no report of death or permanent injury associated with this event.